Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 325cc mentor smooth round moderate profile saline implants and experienced bilateral breast pain and right-sided breast deformity. Two serial numbers were reported for the patient¿s implants; (B)(4). However, it is conclusively known which serial number belongs to which side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. If additional information is received in the future, the complaint file will be updated as applicable, and a supplemental will be submitted. This report is for the left prosthesis.